Manufacturer narrative:
Isi received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The endoscope was missing the camera instrument adapter (aea). Additionally, the right eye had poor focus at all distances, the sapphire distal window was damaged/cracked, and there was glue damage on the fiber distal tip (gap). A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the log for the endoscope (pn 470026-65 /sn (B)(4)) associated with this event was performed. Per logs, the endoscope was last used on (B)(6) 2022 on system (B)(4). The endoscope had 1614 uses remaining after last use. No image or video of the procedure was provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the xi endoscope was found with a missing camera instrument adapter (aea) component. A dislodged camera adapter and/or missing retaining ring results in poor camera control, which could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/o lymphadenectomy surgical procedure, the 0-degree endoscope was observed to have had no image. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.